Event description:
It was reported that the patient underwent a spinal procedure and the teeth of the instrument were broken. It was reported that all broken pieces were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The pituitary was returned for evaluation. The inferior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.